Manufacturer narrative:
Title: a systematic review and meta-analysis comparing the efficacy of cyanoacrylate ablation over endovenous thermal ablation for treating incompetent saphenous veins author: julong guo , fan zhang, jianming guo journal: phlebology year: 2021 vol/issue: 36(8) ref: 10.1177/02683555211008762. Date of event: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a study which aimed to systemically review and analyze the efficacy of cyanoacrylate ablation (ca) in comparison with endovenous thermal ablation (eta) for the treatment of incompetent saphenous veins. One cohort study and three randomized controlled trials (rct), including a total of 1457 participants were included in the meta-analysis. Eta included endovenous laser ablation (elva) and radiofrequency ablation (rfa) in the selected studies. Comparison between ca and a combination of evla and rfa or rfa alone were carried out in two of rcts, while comparison between ca with evla was conducted in one rct and the cohort study. The article presents the general information of included studies. Medtronic¿s closurefast device is identified in one of the studies. 175 patients were treated with the closurefast device. Closure rates are reported as 92.5% in year one and 90.9% in year two for patient¿s treated with closurefast. Clinical events of pain, ecchymosis (18%), phlebitis (12.8%), bleeding (2 cases), and dvt (1 case) was reported.